Event description:
It was reported while testing for sars cov-2 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4) the following information was provided by the initial reporter: "customer continuing to experience discrepant/alleged false positive results even after the udp was updated. Customer has had 5 more discrepant results over the past two days."

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref 44500301) lot 1033558 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system indicated that lot 1033558 was manufactured according to specifications and met performance requirements. Customer reported n1 positive results with the bd sars-cov-2 reagents for bd max¿ system, while using kit lot 1033558. Customer provided the database from instrument ct1950 for investigation. The customer¿s udp settings were verified, and parameters correctly correspond to those described in the bd sars-cov-2 reagents instruction for use, except for the color compensation for the cy5 channel (n2 target), as mentioned in the complaint text. Customer adjusted udp settings since then, when they were informed (applied since run 495). However, it is not suspected of being linked to the customer issue and they reported continuing to obtain false positive results after the adjustment. Customer reported suspecting n1 false positive results in the complaint text from runs #481 and #482 however, some samples mentioned have a negative result or are positive for both n1 and n2 targets. After these two runs, the customer did environmental monitoring, and all the samples were negative (run #494). Moreover, customer reported obtaining five more false positive samples, but no identification was provided. Manual pcr curve adjudication was performed across these positives results: run #481, positions a3, a7, a12, b1, b3, b10 & b12 and run #482, positions a4, a5, a6, a7 & a8. Pcr curves analysis revealed late and weak, but true amplifications, indicative of true positive results. Moreover, every positive result found in database after runs 481 and 482, containing the samples identified as problematic by the customer, were verified and showed true amplification also. Analysis of the overall low positive results rate, and n1 positive result only rate, with every kit lot used by the customer did not reveal any issue with a specific kit lot. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, considering the presence of some strong positive results (CT around 20) in runs 481 and 482, a possible contamination during sample and/or material handling in those runs cannot be excluded. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the data and information provided, specimens at or near the assay limit of detection (lod) or environmental or cross contamination are the most likely causes to explain the customer¿s positive results. However, bd was unable to confirm the exact cause. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lot 1033558. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer continuing to experience discrepant/alleged false positive results even after the udp was updated. Customer has had 5 more discrepant results over the past two days."